Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation, issues related to the power supply and oxygen blending module board were observed. The device's power supply and oxygen blending module board were replaced to address the issues. The device was repaired but not returned to the customer, pending customer approval of the estimate.